Event description:
It was reported the buttons on the customer's insulin pump was unresponsive. It was also found the customer was currently in the hospital for knee surgery. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).